Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe plastipak 5ml s/su had a scale marking issue. The following information was provided by the initial reporter translated from portuguese to english: syringe with erased graduation. Additional information provided: date of the identified event? (B)(6) 2024. Amount affected? 1. Are there any patients involved? If yes, please describe in detail: no. Are there any photos/images available for evaluation? Yes. How many units are available for collection? A unit. The sample is contaminated, if yes, inform the substance. No.

Manufacturer narrative:
Photo received for investigation. Through visual inspection, partial scale of the syringe appears missing, therefore the incident is confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with excessive pressure in the matrix and excessive pressure in the thrust bearing. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.